Manufacturer narrative:
The returned device was evaluated and was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be torn. The download data does not contain any alarm, timeouts or drive stalls. The length of the soft cannula was observed to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s928usqs4ayb3. Smartphone hardware: sm-s928u. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.